Event description:
A consumer had essure implanted for permanent birth control. She began experiencing problems on (B)(6) 2011. Her symptoms include problems digesting and swallowing food, bloating, sharp pain, cramping and back pain. She said she had an endoscopy, colonoscopy, ultrasound and a cat (computer assisted tomography) scan to try and find the cause to her health issues, but all tests seemed to be fine. In 2013, she had a hysterectomy and the doctor found the left coil had perforated the fallopian tube. Essure was explanted and she no longer has pain or any of the above health issues.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.